Event description:
Several months following implant the patient has positive blood cultures and developed paravalvular leak. The pt then developed severe hemolysis requiring blood transfusions. Interoperatively, paravalvular leak was noted to be 1cm long at the 2 o'clock position. The valve appeared to be "torn out". There was no evidence of infection. A bovine pericardial patch was used to reconstruct a weakened area of the annulus. The valve was replaced with a 29mecj-502.